Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, an alert for an impedance issue was observed on the low voltage lv lead. Upon review of the remote session records, the low voltage impedance value does not indicate to be an out of range value; therefore, the diagnostic anomaly alerts are reappearing even today from over a year ago as new alerts and it will not clear. No further information available.